Event description:
The pump was explanted and returned to the manufacturer for analysis due to battery depletion after an unknown implant duration. Numerous attempts have been made to obtain additional information from the hcp. A follow up will be sent if additional information is obatined